Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that on (B)(6) 2022, the day after her pump replacement procedure, she was found unresponsive and given narcan. She stated that she was overdosed, and the drug was morphine. Per the patient, her pump was refilled in the or (operating room), and she was given an increase. She stated, she ¿went to the hospital and was given somebody else¿s medication¿. She then went to another hospital and had ¿three days of torture¿. She stated that she was in the ICU (intensive care unit) and the ¿dose was decreased to 2.99 mg/ml¿, and then she ¿went to a room with no air conditioning, could not eat or drink, became severely dehydrated, given something under the tongue, and sent home. She stated she had been doing ot (occupational therapy) and had a nurse coming out for two months to help her recover. The patient stated that she had not been hearing from her doctor and wanted to know what was in her pump. During the call, she mentioned a dose of 5.595 mg/day. Also, during the call, she inquired about getting physician listings because she wanted to find another doctor and mentioned having a defibrillator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.